Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Hold for ac 5.4 per rep - (B)(6) 2023 - the stent was implanted on (B)(6) 2023 with no complications. Everything looked good in multiple imaging. The patient woke up with heart palpitations on (B)(6) 2023. The implanting physician told the patient to go to the ER. They did an x-ray and found that the stent had migrated to the atrium. The implanting physician is trying to retrieve the stent with the help of an interventional radiologist at the time the rep is reporting the complaint. This file will capture the use of a 10fr access sheath in the procedure related to pr (B)(4). Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? The patient had to come back for a procedure to remove the zilver vena that migrated to the atrium using a 20mm gooseneck snare and a 22 or 24 french sheath. Did the patient require any additional procedures due to this occurrence? Yes same as previous question. Did the product cause or contribute to the need for additional procedures? Yes same as previous question. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Prefix zvt7: are images of the device or procedure available? N/a, yes, no -possibly. Did the patient have pre-existing conditions? N/a, yes, no -yes. If yes, please specify: -may-thurner disease. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other -no, just one stenosis where the may-thurner was occurring. If other, please specify: -no, just one stenosis where the may-thurner was occurring. Was a stent previously placed during previous procedures? N/a, yes, no -no. Was the device used percutaneously? N/a, yes, no -yes. Where on the patient was the percutaneous access site? -common femoral vein. Was the access site jugular or femoral? N/a, jugular, femoral other -femoral. If other, please specify: what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? -may-thurner. If other, please specify. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral -ipsilateral. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no -no. What was the target location for the stent? -external iliac vein. Details of access sheath used (name, fr size, length)? -10 cm, 10 fr sheath. Was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no -yes. Details of the wire guide used (name, diameter, hyrdophyllic)? -.035 stork wire, not hydrophylic. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -no. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no. If resistance was met, how did the physician address this? -n/a. Did the tip of the delivery system cross the target location? N/a, yes, no -yes. Did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no -yes. Did the user push the hub during deployment? N/a, yes, no -no. Did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no -yes. Was the stent deployed smoothly / without resistance? N/a, yes, no -yes. Was the stent fully deployed in the patient? N/a, yes, no -yes. Was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no -yes. Was post dilation performed after the placement of the stent? N/a, yes, no -yes. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no. What intervention (if any) was required? -removal of stent due to migration. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -another but not scheduled. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no -no defects to delivery system please specify if yes.

Manufacturer narrative:
PMA/510(k) # p200023. Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required the zvt7-35-120-16-140 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. This file is related to (B)(4) and was raised to capture the user error: incorrect size access sheath used. Manufacturing records : prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/or label: it should be noted that the instructions for use (ifu0091) states the following: ¿gain access at the appropriate site utilizing a 2.3mm (7.0 french) introducer sheath¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of the user not reading or following the instructions for use has been determined. From the additional questions it is known that an 10fr access sheath was used with the device. As previously noted, the IFU states ¿gain access at the appropriate site utilizing a 2.3mm (7.0 french) introducer sheath¿. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the additional information received, it is known that an 10fr access sheath was used with the device. The IFU instructs to use a 7fr access sheath. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU. From the information available, it is known that an 10fr access sheath was used with the device and not the intended 7fr size as required as per the IFU. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-jul-2023.